Event description:
Per the clinic, the patient experienced an infection at implant site. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2024-02481.